Event description:
It was reported that during a procedure the 3.5 mm x 15 mm promus stent delivery system was backloaded onto the non-abbott guide wire but only advanced on the guide wire about 2 inches and froze. During removal of the promus stent delivery system excessive force was used and the tip separated and remained on the guide wire outside the anatomy. The tip was removed from the guide wire with hemostats. A second device was used in the procedure without incident. There was no reported adverse patient effect. There was no clinically significant delay in the procedure due to the device issue. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The promus stent delivery system (sds) was not returned for analysis which may have aided in the investigation and determination of cause. Factors that may contribute to the inability to advance/retract the sds over the guide wire and cause resistance between the devices may include, but is not limited to, device placement technique, guiding catheter support, inner diameter of guide wire lumen, outer diameter of the guide wire, condition of the guide wire, build up of blood or contrast, or damage to the catheter. It was reported that during removal of the sds from the guide wire, excessive force was applied, resulting in the tip detachment. It should be noted the promus everolimus eluting coronary stent system instructions for use (IFU) states: applying excessive force to the delivery system can potentially result in loss or damage to the stent and/or delivery system components and/or vasculature. A search of the device lot history record indicated no nonconforming material reports for the lot related to the event and a query of the complaint-handling database indicated no related incidents. There is no indication of a lot specific product quality deficiency. All stent delivery systems are visually inspected for damage at numerous points during the manufacture process and for proper guide wire movement. Additionally, during lot release testing, a sampling of units is destructively tested to ensure proper guide wire reversibility and tip tensile force. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us.